Manufacturer narrative:
The reported event was unconfirmed. The evaluation found the returned sample met specification. Observed reading as usual on returned sample. The catheter was dissected and found that the wire was in good condition. The exact time of how and when problem occurred could not be determined. However, there are in-process controls designed to minimize defects from getting into the field that include a 100% of continuity test and 100% of criticore test performed by operator. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "1) do not stretch catheter as damage to or dislodgement of lead wire as temperature probe may cause improper temperature measurement. 2) when endoelectric surgery is performed, care should be taken to prevent burns in the local tissue. 3) do not wet the lead wire and the junction with extension cable. 4) this device is compatible only with monitors requiring ysi 400-series type temperature probes."

Event description:
It was reported that during the surgery, the temperature noted did no rise above 33.7 degrees celsius; an infrared thermometer was used to verify the skin's temperature which was found to be 36.3 degrees celsius. The user changed the junction cable but the temperature display remained at 33.7 degrees celsius. There was no medical intervention reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that during the surgery, the temperature noted did no rise above 33.7 degrees celsius; an infrared thermometer was used to verify the skin's temperature which was found to be 36.3 degrees celsius. The user changed the junction cable but the temperature display remained at 33.7 degrees celsius. There was no medical intervention reported.